Event description:
It is reported that the device was implanted in 2006. The patient is experiencing constant grinding and popping when walking. Patient has not been revised.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to the trabecular metal modular acetabular system shell and comes directly from the patient. She is experiencing constant grinding and loosening during walking. The device has been left in the patient's hip so, no device was returned for evaluation. X-rays were not provided for review but, the patient alleges the device appears to be seated well. Patient information including weight, overall health, activity level and surgery notes were not provided. It is unknown whether or not screws were used to secure the cup. Cause cannot be determined with certainty. Results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.